Manufacturer narrative:
Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: (palacos) bone cement. Event: this was used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address anterior tibial tenderness, tibial loosening at the cement/implant interface. Competitor cement used.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation . A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. With the information provided, tibial loosening at the cement/implant interface cannot be confirmed, nor can the actual root cause be definitively identified. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 3191 no code available is used to capture patient code device revision or replacement. The concomitant cement was identified to be a competitor product used in conjunction with the previously reported adverse event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient underwent a right knee revision due to discomfort and tibial tray loosening at the cement to implant interface. The cement manufacturer was noted to be competitor. The femoral and patellar components were well-fixed and retained. The surgeon revised the tibial tray and tibial insert. There is no indicated product deficiency involving the tibial insert. The tibial tray was implanted with two depuy cement products. The surgeon did not indicate any intra-operative complications.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination in a previous report.  Based on the information received, there is no need to rereview the returned product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.